Event description:
Additional information showed the patient's device was turned back on, and she was successfully receiving therapy. It was stated the patient had an unrelated medical procedure after her implant which caused her device to turn off.

Event description:
It was reported that the patient had no stimulation sensation since implant. The patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a warning por (power on reset) condition. The strong emi (electro-magnetic interference ) in the hospital environment may have triggered the por. Reviewed with patient that a warning por needs to be cleared by the physician programmer. The patient lived an hour away from their physician's office and needed to find a driver. The manufacturer's representative planned to follow up with the patient in the near future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# v872545 implanted: (B)(6) 2012 product type lead. (B)(4).